Event description:
It was reported that a pt's pump was replaced on (B)(6) 2011; and withdrawal symptoms had occurred since then. An underdose was indicated, and it was further noted that "it may either be due to sterile water only reaching the pt or due to sc connector issue potentially." It was later reported that a dye study was performed. The catheter was found to be occluded. The catheter was replaced. Additional info will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).